Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 4mm x 40mm balloon. No ruptures were noted to the balloon. Functional/performance evaluation: the patency was tested using an in-house .035¿ guidewire and passed without issue. The inflation hub was connected to an in-house inflation device and an attempt was made to inflate the balloon with water. Upon inflation, water was observed to be leaking out the distal end of the strain relief. The strain relief was removed and a partial circumferential catheter shaft break was observed at the distal end of the y-hub. Sanding marks were noted on the catheter underneath the strain relief and at the location of the break. The catheter was cut, distal to the identified break. The distal segment containing the balloon was connected to an in-house tuohy borst adapter. The balloon was able to be inflated to nominal pressure without issue. No rupture or leaks were noted to the balloon. The balloon deflated without issue. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation is confirmed for a partial circumferential catheter shaft break just distal to the y-hub. The investigation is unconfirmed for the reported balloon rupture, as the returned device functioned properly during functional testing and no ruptures were identified. Per the evaluation, sanding marks were identified past the hub (extending past the sanding range); therefore, excessive sanding of the catheter under the strain relief is the root cause for the partial break in the catheter. The sanding marks identified during the evaluation is part of an ongoing investigation. Labeling review: the current IFU (instructions for use) states: precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape, and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Use of the ultraverse 035 pta dilatation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place, and inflate the balloon to the appropriate pressure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of a non-calcified lesion in the lower leg, the pta balloon allegedly ruptured above nominal pressure. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of a non-calcified lesion in the lower leg, the pta balloon allegedly ruptured above nominal pressure. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.